Event description:
Reportedly, the physician can no more interrogate the device esprit sr. The estimated longevity of the device was more than 4 years one year ago as stated by the doctor. We do not know the exact date of implantation at the moment, but the doctor mentioned it was implanted 10 years ago. Why the battery is already depleted and the device unresponsive. Doctor said that fortunately this patient does not need pacing often - low percentage of stimulation.

Manufacturer narrative:
The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided. The conclusions are as follows: in the file provided, the programmed parameters are : vvi mode; basic rate at 50 bpm; ventricular pacing amplitude of 2 v; ventricular pulse width of 0.35 ms; ventricular pacing rate of 1%. - based on the sole historical follow-up data that were provided with the parameters described above, the expected overall longevity is estimated at ¿ 176,5 months (14,7 years). The implantation duration was 135,2 months, which is than 75% of the estimated overall longevity (75% of 176,5 months = 132,4 months). Based on hrs guidelines, no premature battery depletion occurred. - the returned device showed normal operation. - abrasion marks were seen on the can, most probably related to friction between the lead and the can. - it should be noted that such observation can indicate lead damage. In case of lead issue, it can have an impact on the pacemaker longevity where more current is needed. - based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the physician can no more interrogate the device esprit sr. The estimated longevity of the device was more than 4 years one year ago as stated by the doctor. We do not know the exact date of implantation at the moment, but the doctor mentioned it was implanted 10 years ago. The date of implant is not correctly put in this form. The patient is scheduled for the exchange tomorrow. After the device exchange, the doctor would like to send the device for evaluation, why the battery is already depleted and the device unresponsive. Doctor said that fortunately this patient does not need pacing often - low percentage of stimulation.

Manufacturer narrative:
The implantation date is unknown. Once it is retrieved, a new MDR will be provided.